Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of piperacillin/tazobactam and delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that air was in the entire length of the tubing set with no pump alarm. It was reported this occurred an unspecified number of times over 12-14 hours. The customer contact reported the nurse eventually noted that the air entered the tubing set through an injection port of an unspecified solution container. It was reported that the injection port was covered with tape and the therapy was resumed using the same device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.